Manufacturer narrative:
(B) (4). Evaluation of the returned alarm unit shows that it powered on during testing. The mute option does not work. The alarm unit appears to have a piece of wire coming in contact with the circuit board, which may cause a short. (B) (4).

Event description:
Customer claims that the alarm has power, but the power is intermittent. The unit was tested with new batteries. There was no patient injury reported.